Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found the tamper seal was broken, and a bubbled dso seal.. There was no evidence of the reported problem in the device's event history log. It was observed that the downstream occlusion sensor seal bubbled, confirming this as the cause of the reported issue. The downstream occlusion sensor was replaced as a corrective action. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.b3: unknown.

Event description:
It was reported the device's downstream occlusion sensor seal was bubbled and quiescent downstream occlusion voltage was at 915mv. Patient involvement is unknown. No adverse patient effects were reported by the customer.